Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks due to noise. Low, out of range high voltage lead impedance and loss of capture were observed. The tachy therapies were disabled. The lead was known to have externalized conductors and fracture. The lead was explanted and replaced.